Event description:
My son was a contact lens wearer who developed acanthameoba eye infection. He had worn contacts for 4 yrs with no adverse reactions. June 2006, he developed eye infection. It took 6 physicians and sometimes daily doctor appointments to diagnose acanthamoeba keratitis. He required 9 months of treatment and has a scar on his cornea which restricts his vision. At the time of the infection he was using complete contact lens solution made by amo and accuvue ii contacts.